Event description:
CT tech administrated the CT dye to patient and IV catheter became disconnected at the hub and started leaking. The tech tightened the IV back up and a few minutes later the patient heard a "popping" sound. The IV adapter had detached from the catheter. The catheter was intact and retrieved without surgical intervention.